Event description:
It was reported that the 9800 system displayed an intermittent ma failure error. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a preventative measure regreased the candle sticks on the hv cable and checked the battery. The system was tested and found to be working as intended and placed back into service.